Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms and high pacing threshold measurements. The physician believes these clinical observations to be due to scar tissue build-up near the tip of the rv lead however an x-ray did not reveal any abnormalities. At this time, no changes have been made and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated no further changes have been made and the patient will continue to be monitored. No adverse patient effects were reported.